Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 6 had failed and was not detected on the bus. The customer attempted to use it but it did not respond. A field service engineer observed that the cubies were also off the bus and no lights were visible on the inner controller board. The machine was shut down and the cabling retractor band into the outer controller board was checked and found not fully snapped in. Once reseated the device booted up the failed drawer icon disappeared and all cubies and the drawer came back on the bus. The customer was able to inventory medication within drawer six and testing confirmed proper function. The hardware test application was run and passed. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.